Event description:
It was reported the patient had and an unrelated surgical procedure (date unknown). Following the procedure, the patient's controller could not connect with the ipg. It was stated the ipg was placed in surgery mode prior to the procedure, however, the issue persisted. A replacement patient controller was sent to the patient for troubleshooting, which did not resolve the issue. The ipg was deemed inoperable. As such, the patient will undergo surgical intervention to address the issue.

Event description:
Further follow-up indicates the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was restored pot-op.